Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide catheter: heatrail. Unique device identifier (UDI): ((B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the nc trek cdc instructions for use (IFU), preparation for use states: remove the protective mandrel from the flushing sheath; flush the nc trek rx coronary dilatation catheter. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo eccentric lesion in the distal left anterior descending artery with moderate tortuosity, heavy calcification and 90% stenosis. After the lesion was dilated with a trek balloon catheter, a 2.5x12 mm nc trek rx balloon dilation catheter (bdc) was advanced toward the target lesion. The bdc was inflated a second time to 15 atmospheres and the balloon ruptured. The device was removed and a new nc trek was used to continue the procedure. No resistance was noted during removal of the protective sheath. The bdc was not flushed prior to sheath removal. The balloon was soaked in saline prior to use. Air was pulled outside the anatomy prior to use. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.